Event description:
It was reported that at 119,284 joules while using the surgical fiber during a prostate procedure, the fiber broke at the control knob. The fiber was replaced and the procedure completed using a second fiber for 84,170 joules. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber is broken within the outer flow tubing at 1 foot and 2 inches from distal tip near the control knob; the fiber was tested with hene laser fixture, aim beam is present at location of the fracture; the fiber is bent at the location of break; the fiber does not exhibit signs of melting at the break location; the glass cap exhibits moderate devitrification at the output window. Probable root cause: based on the device analysis, the probable root cause of the failure is excessive bending.